Event description:
The initial call was for a (B)(6) male patient, weighing approximately (B)(6) ibs. Patient allegedly woke up holding his chest and stated that he "could not breathe". The patient then collapsed. Patient's spouse called 911 and initiated manual CPR (length of time was not provided). Once the fire department arrived, the crew continued CPR (length of time was not provided). Ems arrived and began als (advanced life support) protocol. Lifepak-15 defibrillator showed that the patient was in an systolic condition. Complainant alleged that they attempted to use the autopulse three times without success. The lifeband would retract and analyze the patient's chest size. However, when the start/continue button was pressed to initiate compressions, the device only performed one compression. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the front enclosure including the bumper and the battery compartment were damaged. The physical damages found during visual inspection are not related to the reported event. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 7/2006). A review of the archive was performed and the reported complaint was confirmed. The archive data shows that multiple user advisory (ua) 2 (compression tracking error) and a user advisory (ua) 18 (max take-up revolutions exceeded) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive also shows that no sessions occurred on the reported event date. Functional testing was performed and the reported issue was verified. Ua2 was observed on the screen during testing. It was found that both load cells were defective. Based on the initial investigation, the parts identified for replacement are the load cells, front enclosure, and the battery compartment. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cells. The physical damages found during visual inspection are unrelated to the reported complaint.